Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: half of the end cap is missing. The pump was received without a battery cap. After battery installation, the down keypad buttons did not work. Unable to obtain the software version due to the non-functioning down button. The case was cut open. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. The j1 connector on pcb1 was locked properly during visual inspection; however, there is a tear in the keypad flex cable terminal. In summary, the customer¿s report of a cracked case was confirmed during testing. The unresponsive down keypad button is due to a torn keypad flex cable. For additional information regarding the tests performed refer to d00854230-appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the pump was returned for analysis.